Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the healthcare providers do not have any further information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had 2 ins¿, one on each side. On the left side, the thing that they used to turn it on and off was showing 75% battery life and 2.59v, but they couldn't turn it on. They also got the message of an image with a doctor and a stethoscope. The battery was implanted in 2013. Their question was why they couldn't turn the thing on. The patient called back in to patient services and stated the ins on the left wouldn't turn on with the patient programmer (pp) and the patient saw a doctor on the screen. The patient didn't recall the code. The patient stated they went into the hcp the day before yesterday and was told the ins needed to be replaced. The patient stated someone in the hcp office turned the ins off and told the patient to leave the device on, but the patient didn't want to leave the device on. The patient stated they were unable to turn the ins on even though someone in the hcp office was able to turn it on. The patient stated the device had only been implanted ¿but a year and a half.¿ the patient stated the pp had shown there was 75% battery left and inquired why the patient couldn't turn the ins on the left side since they saw 75%. It was reviewed that the patient was most likely seeing the pp battery level and not the ins battery level. Patient services could walk the patient through the ins battery levels and see if the code appeared. There were no further complications reported.